Manufacturer narrative:
One opened probe was received, with no tip protector in a tray, with various other components. For the report of no cutting. At the time of receipt, the probe shell was detached from the engine housing. The returned sample was visually inspected and found to be non-conforming with the shell detached, orange/brown foreign material on the engine assembly, loose foreign material in the port and the needle slightly bent. The sample was then functionally tested for actuation and cut. And found to be non-conforming for both functional tests. The probe was disassembled and the components inspected. Nominal wear was observed, on the inner cutter when compared to the degree of wear. Based on continuous actuation of the probe visual standard photos, the inner cutter was observed to be slightly bent. Gouge marks were observed, at the cutting edge and a couple other locations along the inner cutter. And wear marks were also observed, at a couple locations along the cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed, due to an interference within the probe. And once the interference (bent needle assembly) was removed the probe was able to actuate. The complaint evaluation confirmed, that the probe had a cut failure. And also indicated, that the probe had an actuation failure. The most likely cause for the actuation and cut failures is the bent needle. A bent needle can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. After the probe was disassembled (bent needle assembly removed), the probe was able to actuate. The exact root cause of the bent needle cannot be determined from this evaluation. The most likely, root cause is handling, at any point after the probe was shipped from the manufacturing site including use during surgery. An exact root cause for the bent needle was not determined from this evaluation. Therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. A sample was not received at the manufacturing site for evaluation for the report of there was no cutting performed with the probe, however, the aspiration was functioning; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the probe did not cut with aspiration functional during a procedure. The probe was replaced and procedure completed with no patient harm.